Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR is for patient 2 of 2 on day 2 of 2. See MDR #1061932-2011-01976 for patient 1 of 2 on day 1 of 2. The software algorithm of the lh750 had its flagging preferences set to [1333], which is the low level setting for blasts and high level for variant lymphocytes, imm. Ne 1 (immature neutrophils, primarily bands) and lmm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). Raw data were not provided so an analysis of the test data associated with this patient sample could not be conducted. A field service engineer had visited the site on (B)(4) 2009 to assess the instrument. At that time he replaced so lenoid 63, cleaned shear valves and the probe wipe assembly. He verified repair per established procedures and results met published performance specifications. The root cause of this event is unknown.

Event description:
The customer reported that the lh750 hematology analyzer failed to flag for the presence of blast cells in one patient sample. There were no instrument-generated messages accompanying the results. The erroneous test results were reported out of the laboratory. A manual differential was subsequently performed on the sample and 1% blast cells were observed. The customer believed the manual results to be correct and a corrected report was issued. The sample was also run on an alternate lh750 hematology analyzer in another laboratory. The test results were accompanied by instrument-generated messages to alert operator to review results. There were no reported changes to patient treatment associated with this event.